Event description:
It was reported that a zephir screw backed out. The device was explanted 2005. During surgery, the surgeon noted that the zephir plate locking mechanism was broken. One piece of the locking mechanism remains in the pt. It was noted that the pt was fused and nothing was put back in.